Event description:
Event description guidant received information that, approximately 34 months post-implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). It was reported that the patient has not received many shocks and is concerned that the battery has prematurely depleted.